Event description:
Country of complaint: (B)(6). During procedure, suture frays and it is necessary to use other sutures to complete.

Manufacturer narrative:
Manufacturing site eval: eval on-going at manufacturing site.